Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged from its original implanted site causing diaphragmatic stimulation and high defibrillation thresholds. This lead was successfully removed from the patient. The physician was unable to place another lv lead due to the small patient's anatomy. The device has been programmed appropriately. No adverse patient effects reported from this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.